Event description:
A report was received that the patient underwent a pocket revision because her ipg had migrated. The patient is reportedly doing great after the revision.

Manufacturer narrative:
Device remains in patient. This is the final report.